Manufacturer narrative:
A thorough investigation was performed to assess the reported issue. The engineering team investigated the reported problem with the returned transducer and did not observe any housing separation at the lens. It was determined that the size of the x8-2t transducer window seam at the distal tip is by design and does not represent a failure. There was no indication of either non-conforming material or no indication of design anomaly requiring further action.

Event description:
It was reported that the x8-2t transducer head side seam was not aligned flush creating problems with proper cleaning and disinfection. The transducer was associated with the epiq cvx ultrasound system at the customer¿s site. The issue was discovered outside of clinical use, found during cleaning and no patient or user was harmed as a result of the issue. The philips service engineer replaced the transducer to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.